Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had abnormal image during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image to be reversed a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the universal cord assembly malfunctions, causing the image to become blurred, indistinct or noisy. Regarding the events found by olympus, it is likely the following led to the malfunctions: the insertion tube assembly malfunctions, causing the image to be reversed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.